Event description:
Leaking foley balloon.

Manufacturer narrative:
The customer reported that the catheter was placed and ths patient returned the next day due to the foley catheter coming out. It was reported that a hole in the balloon was found. A new catheter was placed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.